Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc concluded that the reported phenomenon was caused by the failure of the converter (power supply unit). The exact cause of this converter failure could not be identified. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the power of the subject device was not turned on as reported even though the power switch was pressed, and also found that this phenomenon was caused by the failure of the power supply unit (converter). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the subject device could not be turned the power on. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.